Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set was damaged. The following information was received by the initial reporter with the following verbatim: customer had a product issue with 47233e. This is what I received from our reporter: ¿IV gravity tubing that pieces were popping off; the spike piece and where the port attached to further tubing¿. I have three in my office.

Manufacturer narrative:
DHR no product or photo was returned by the customer. The customer complaint of pieces popping off gravity sets could not be verified due to the product not being returned for failure investigation. Device history record review for model 47233e lot number 23079278 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional reply affecting ar code customer reply: 1. Did the event leads to any leak? None reported. 2. Describe any patient harm, injury, complication or negative outcome that occurred because of the event. Did not get to the patient.